Event description:
It was reported that a revision was performed due to disassociation.

Manufacturer narrative:
(B)(4). The returned devices were examined. Visual inspection notes significant damage to both the femoral head and liner. The acetabular shell was not returned. The femoral head and liner were manufactured in 2013. No destructive analysis was performed. Damage/deformation was observed on the femoral head and face, backside/lock detail, and articular surface of the acetabular liner. Motion between the shell and liner, instrument contact during extraction, and articulation in the presence of third-body particulate likely contributed to damage observed on the liner. Sem/edax analysis identified compositional elements of ti6al4v within damaged regions on the femoral head indicating that articulation with the acetabular shell likely occurred. Features observed were consistent with reported complaint of disassociation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications. This investigation could not verify or identify any evidence of product contribution to the reported problem. A definitive root cause cannot be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.